Event description:
The facility reported a colleague infusion pump with a damaged liquid crystal display. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged liquid crystal display was confirmed and duplicated during product evaluation. The root cause of this condition was not identified by service. The main display was replaced to correct the reported condition. Should additional information become available then a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to lines on the main display.